Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device infused too fast. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Annex a: a25. Annex g: g07001. Annex b: b01, b14. Annex c: c19. Annex d: d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative

Event description:
It was reported that the device infused too fast. There was patient involvement but no harm.